Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged into the main body of the coronary sinus and exhibited no capture. The lv lead was removed and replaced with a lv lead that was positioned in the posterior branch. No patient complications have been reported as a result of this event.